Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting suspected false positive sars result on a symptomatic patient. Customer was tested 2 times within 2 hours with both test results sars positive. Patient was tested by pcr the same day with a negative sars result. Customer followed up and tested patient a 3rd time 9 days from onset of symptoms and found sofia sars negative result. (1st report of 2 results).